Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the regional repair center for evaluation. The reported issue was confirmed as the device was producing intermittent black out images due to a charged coupled device image chip (ccd) malfunction. The ccd unit, mounts and switch stage were replaced. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ong) was informed by the customer that the asset/loaner high definition autoclavable camera head had a "black image" which was observed prior to a functional endoscopic sinus surgery (fess) procedure while the patient was under anesthesia. The camera head was replaced and another camera head was used to receive the treatment needed. No patient injury was reported.